Manufacturer narrative:
Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right/left total knee arthroplasty on (B)(6) 2022, with no reported revision. There is no device information provided. No other patient information / medical history reported. No radiographic images of the device are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
The prosthesis wear reported may have been the result of malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported polyethylene wear cannot be confirmed as the devices were not available for evaluation and radiographs/ photographs and operative notes were not provided.